Event description:
As reported by the (B)(4) registry approximately two days post index procedure, the patient experienced an ischemic stroke. Baseline nih and rankin stroke scale scores were 0. The patient was asymptomatic at the time of the intervention. Pta was performed on an 80% occluded lesion in the proximal right internal carotid artery of unknown length and vessel diameter. The arch I lesion was eccentric. A 6mm medium support angioguard device was deployed and a 7x30mm precise pro rx stent was successfully deployed at the target site. The residual diameter stenosis measured 20%. The patent was neurologically intact upon leaving the angio suite. Nih stroke score post-procedure was 0. Rankin score was not done. The patient was discharged 6 days later. At the 30 day follow-up, nih stroke scale score was 1 and the rankin score was 2. The duration of the symptoms was unknown.

Manufacturer narrative:
Concomitant medications: bivalirudin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Concomitant devices: angioguard rx catalog number 601814rmc, lot number 70612423. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information as received that the patient developed mild to moderate left hemiparesis 2 days post-procedure. It was noted the patient could not ambulate. On the following day the patient's symptoms seemed to be getting worse and neurology was consulted. Upon assessment the nih stroke scale score was 4 due to facial droop, dysarthria, and weakness of the arm and leg as noted on the neurology consultation report. The impression was an embolic right hemispheric stroke however; she had subcortical findings. A CT of the head without contrast on revealed no acute intracranial findings. Neurology suggested permissive hypertension, physical therapy, speech therapy, and aggressive vascular risk factor control. The site reported this event as an ischemic stroke which was adjudicated as a cva. The discharge diagnosis was noted as a peri-procedural right hemispheric stroke. The patient was discharged five days later to an acute rehabilitation facility on asa and clopidogrel. At the 30 day follow-up, the nih stroke scale score was 1 (attribution not available) ) and the rankin stroke scale score was 2. The baseline, post-operative, and 30 day follow-up stroke scale scores were all assessed by different evaluators. As reported by the sapphire registry approximately two days post index procedure the patient experienced an ischemic stroke and the adjudication minutes were received that the patient had a cva, t. Baseline nih and rankin stroke scale scores were 0 and the patient was asymptomatic at the time of the intervention. Pta was performed on an 80% occluded lesion in the proximal right internal carotid artery of unknown length and vessel diameter. The arch I lesion was eccentric. A 6mm medium support angioguard device was deployed followed by a 7x30mm precise pro rx stent. The residual diameter stenosis measured 20%. The patent was neurologically intact upon leaving the angio suite. Nih stroke score post-procedure was 0. Rankin score was not done. The patient was discharged 6 days later. At the 30 day follow-up, nih stroke scale score was 1 and the rankin score was 2. The duration of the symptoms was unknown. The patients medical history includes hyperlipidemia, diabetes mellitus, coronary percutaneous revascularization and hypertension. High risk criteria includes contralateral carotid occlusion, bilateral artery stenosis as determined by angiography in which both carotid arteries require treatment. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15621760 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Cerebrovascular accident is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death; 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.